Manufacturer narrative:
A ge service rep performed an on site investigation. The hv candlesticks were evaluated and regreased. A complete generator calibration was required. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system was shutting down uncommanded. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.